Manufacturer narrative:
There is no indication of any system or component failure or malfunction. There appears to possibly an error when initially implanting the system. The connector legs of the ipg were found to be twisted and placing pressure on the ipg, likely causing the ipg to rotate.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area. After activating the system, the patient reported receiving good pain relief, however, there were issues with communication between the ipg and the external therapy discs which caused disruptions to the therapy. Evaluation of the system found that the ipg had migrated within the pocket so that it was no longer sitting parallel to the skin surface, causing the intermittent communication issues. A surgical procedure was performed on (B)(6) 2025 to reposition the ipg. During the procedure, the ipg connectors were found to be twisted, placing pressure on the ipg. The connectors and ipg were repositioned to lay flat. Intra-op testing was performed as well as imaging and the system was functioning as expected after repositioning.